Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. Low bg cause was not known. A third party provided assistance and the customer consumed carbohydrates to address bg. Reportedly, the customer fell due to the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.